Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient with an implantable neurostimulator (ins) used for spinal pain and rsd/causa gia-complex regional pain syn. It was reported electrode impedance performed, it reported 0/10 showed >10,000 ohms. Rep stated patient was not using those contact pairs. Rep reported the rest of the contact were within normal limits. It was mentioned patient was not programmed with 0/10 contacts. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated that the cause of the electrode impedance performed, it reported 0/10 showed >10,000ohms was never determined, and the issue had not been resolved, patient was not using those electrodes, and patient¿s weight was unknown. No further complications were reported or anticipated.